Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up to a usable state. This issue will prevent the system from booting. No pt or user injury was reported.